Event description:
It was reported that the sensor was alarming low when the customers blood glucose readings were in the 100 mg/dl range. Customer stated that the sensor read 46 mg/dl and alarm threshold suspend when the blood glucose readings were 211 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.